Event description:
The customer reported that the system displayed communication error messages and a system reboot would be required in order to clear the fault. The system was locking up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions, generator interface and high voltage supply regulator boards were reseated. All workstation boards were reseated and a broken wire on the lemo connector was repaired. Additionally, the system software was reloaded. The system was then found to be operating as intended.